Event description:
It was reported that during follow-up, past instances of noise and low impedance had been observed on the atrial lead. The patient was asymptomatic. In clinic, all electrical values were normal. The lead remained implanted.

Manufacturer narrative:
(B)(6).